Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 84mg/dl, 199mg/dl. Tests were donw within 1 minute with a difference of 72%. Pt did not experience any adverse events. No further info has been reported.